Manufacturer narrative:
Section d1: corrected. Section d4: corrected. Manufacturer's investigation conclusion: the cause of the reported blood leak during implant could not be conclusively determined during the evaluation of heartmate 3 lvas (left ventricular assist system), serial number (B)(6). (B)(6) was returned assembled with the pump cable fully intact. The modular cable was not returned. The sealed outflow graft was secured to the pump cover outlet port, and the outflow graft bend relief was attached at the graft hardware. The cuff lock was returned in the default position, and the apical cuff was not returned. Examination of the pump blood-contacting surfaces did not reveal any depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the cuff lock and sealing ring found no evidence of damage or defect that would have contributed to the reported event. The cuff lock was overlaid on a 1:1 scale drawing and there did not appear to be any abnormalities. After cleaning, dimensional analysis of the cuff lock, sealing ring, and motor cap confirmed that the components were within manufacturing specifications. The pump was reassembled, and the cuff lock appeared to engage normally with a test apical cuff. The pump was operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specifications. Although the cause of the report blood leak could not be determined, a corrective action has been opened to further investigate leaks at the pump/cuff connection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas (left ventricular assist system) IFU (instructions for use) rev. C provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad (left ventricular assist device). Bleeding is listed as an adverse event that may be associated with the use of the heartmate 3 lvas. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6: investigation conclusion updated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that upon inserting the heartmate 3 pump into the apical cuff during pump implantation, there appeared to be leaking from the apical cuff. The surgeon removed, repositioned, and refilled the pump, but there was still blood coming from the pump and the apical cuff. A new pump was used. The new pump was seated and there was successful hemostasis. There were no patient consequences or delay in implant surgery as a result of the event.

Manufacturer narrative:
H9: fsca number added. No further information was provided. The manufacturer is closing the file on this event.